Manufacturer narrative:
A patient experienced ineffective therapy due to high impedances was reported to abbott. During the surgery, it was discovered that the lead was broken in two spots so the lead was explanted and replaced to address the issue. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the reported issue was unable to be conclusively determined.

Manufacturer narrative:
¿Date of event¿ is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostic testing indicated high impedance on multiple contacts of the lead. Surgical intervention occurred to address the issue. During the surgery, it was discovered that the lead was broken in two spots so the lead was explanted and replaced to address the issue.